Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a minimum fill notification occurred. The customer declined further troubleshooting with tandem technical support. Therefore, no additional information could be obtained. There was no reported adverse impact on customer's blood glucose level.